Event description:
Device malfunction: stent occlusion. Symptoms/ae: restenosis. Time of symptoms/ae: 1 year post placement. It was reported that in 2006, the patient had a herculink plus stent placed in the right renal artery. The placement was successful. One year later, during routine check up, the patient's creatinine levels were reported to be elevated. Ultrasound performed detected 80% occlusion at the stenting site. No additional information is available.

Manufacturer narrative:
The device remains in the patient. The lot number was not provided; therefore, the device history record review could not be performed.